Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced a loss of connection. It was reported that the patient was using an unsupported operating system. No additional event or patient information is available. A connection loss was reported to have occurred for 400ck. Data investigation confirmed a connection loss on (B)(6) 2018 for 4416emc a root cause could not be determined. Labeling indicates: the dexcom g5 mobile application is only compatible for select smart devices and mobile operating systems.

Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it failed. Data was evaluated and it confirmed the customer complaint. The reported event loss of connection was confirmed. The root cause could not be determined.